Event description:
It was reported that during a lobectomy procedure, after the first firing, it was found that a piece of the driver attached to the edge of the cutting part. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.